Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with indications of field use. Upon evaluation the insufflation port and stopcock lever were found to be securely fastened with sufficient friction to prevent unintended movement. The device was then pressure tested. No signs of leaking were present both with and without a test plug inserted into the sleeve. The device history record was reviewed, and no discrepancies were noted. As the device passed all visual and functional testing, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that the device valve leaked during a hernia procedure, but was used to complete the procedure. There was no patient injury.